Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed and not detected on bus. A field service engineer dialed into the station via remote support and found that the pockets in drawer auxiliary 1.1 were not being detected, ran diagnostics and performed a reboot, after which the issue was resolved. The customer verified that there were no further failures. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.